Event description:
16 yrs ago pt had bilateral breast augmentation with silicone mammary implants. Over past 2 yrs increased pain and discomfort and formation of bilateral capsular contractures, left bakers IV contracture, right bakers iii contracture. In 2000 bilateral implant removal and bilateral capsulectomies. Both implants were ruptured but silicone was contained within the capsules.